Event description:
I had breast reconstruction/implant surgery in 2015. In late 2019, pain started to occur in right breast. Since onset, swelling, pain spread, rash, joint pain, fatigue, foul taste and other issues have occurred. Awaiting dr appt for possible removal of implant. FDA safety report ID #(B)(4).